Event description:
Procedure type: seps. According to the reporter: the distal end of the trocar chipped/broke off as it was being used. A grasper was used to remove the broken portion of the trocar. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).